Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified.

Event description:
The customer reported that a hyromorphone infusion (pca only) with a dose of 0.2 mg (6mg - 30ml syringe) with a lockout interval of 8 minutes and max limit of 4mg in 4 hours was noted to have a reduced dose discrepancy. There is a discrepancy in the number of delivered demands to the patient and the delivered amount of drug to the patient.((B)(6) 2019 at 07:17 = 26 demands delivered to the patient, 5.1mg drug delivered to patient. On (B)(6) 2019 at 19:00 = 34 demands delivered to the patient, 6.6mg drug delivered to patient.) There was no harm.